Event description:
During the atrial fibrillation procedure with pulsed field ablation, there was a delay due to ultrasound display issues. The viewflex x se catheter would locate on ensite but would not display usable ultrasound imaging. The viewflex x se catheter was reseated, the cim was changed, and the ice console was changed with no resolution. The viewflex x se catheter was replaced with a second and then a third viewflex x se catheter with no resolution. The catheter was replaced again with a non-se viewflex catheter and the issue was resolved without changing any hardware or software settings. The ultrasound imaging appeared as expected. The procedure was completed and with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex x ice catheter was received for evaluation. The catheter was recognized by the catheter interface module and viewmate multi system and the imaging screen was displayed; visual abnormalities were noted, the image was not clear. The catheter imaging issue root cause is related to delamination due to lack of adhesion between pebax shell and piezo lens leading to air pocket within transducer causing the ultrasound signal to be distorted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed.